Manufacturer narrative:
Continued h.6 health effect impact code : f2201 biopsy. A review of the device history record has been completed. No deviations or non-conformances noted. The events of capsular contracture and lymphadenopathy are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. The reason for reoperation: silicone leak, capsular contracture baker grade iii.

Event description:
Patient's representative reported "patient has suffered considerable health damage and impairment" . Subsequently, physician has reported " capsular contracture - baker grade iii, suspected alcl, breast implant illness and silicone bleeding". Additional report of "suspected alcl with massive b symptoms, recurrent febrile episodes and rheumatic manifestations. Laboratory chemistry showed massively increased autoantibodies with suspected incipient hashimoto¿s disease.¿ these are not device related. Also indicated in the report, ¿bilateral breast lumpectomy 8x with soft tissue tissue reconstruction via breast gland flaps.¿ ¿left with low-grade capsular fibrosis and low grade chronic inflammation¿. ¿left axillary lymph node with dermatopathic lymphadenopathy.¿ it was also indicated that there was ¿no immunohistochemistry evidence of alcl¿ and ¿no lymphoma or carcinoma detected¿. Device has been explanted. This relates to the left side.